Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that the last pump she had got clogged and would not give the medicine she needed. The patient stated that a pressure would build up causing overdose from the last pump. The agent tried to clarify when the issues and the patient said over a year. They ran the dye study through and found the clog. The patient was in the hospital three different times where they found the patient laid out. The patient stated that this happened three times before they did anything. The agent could not confirm date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, bupivacaine and baclofen at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient felt like her pump was "waxing and weaning." She either feels like she is "completely overdosed" and can't sit up because she's dizzy, throws up, and is sick as a dog, or her spasticity returns to where she needs to take oral baclofen to help. She mentioned these symptoms to her hcp who stated that because he didn't note any volume discrepancies during her refills, he thinks the pump is working fine. He didn't think there were any issues. The patient was redirected to continue working with her doctor. No further complications were reported.